Event description:
Before the physician slide the subject device into the trocar for a procedure, the probe tip broke off outside the pt. The procedure was complete. There was no pt harm reported.

Manufacturer narrative:
The subject devices were not returned to olympus for evaluation. The manufacturing history was reviewed, with no irregularities noted. Based on cases with the same model, the probe presumably was scratched and cracked because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps, or the physician activated ultrasound output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob, or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the probe tip was detached. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.